Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired fine two times with white loads. The device was fired for the third time with a white cartridge and the device made a clicking sound and the device was difficult to fire. The cut line and staple line were complete. After the device was removed from the patient they could not remove the cartridge from the device. It was also stated that the cartridge was stuck in the device and there was a metal piece hanging out of the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)3rd firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes. If so, when? Clicking noise. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the device was received with the firing mechanism damaged as the knife and wedges were exposed. In addition, the shrouds were opened. A tr45w reload was received in a separate bag. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.